Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low level failures alarm confirmed in the insulin pump history due broken trace on keypad assembly. No loud noise noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had a hardware low level alarm. The customer¿s blood glucose during the incident was unknown. Troubleshooting was initiated for the alarm. The alarm was cleared and the device was rewound. However, the self-test was not performed again; the device did not complete troubleshooting. The device will be returned for analysis.